Event description:
As reported by the edwards territory manager, during a transapical tavr procedure the 26m sapien valve was uneventfully deployed. The post implant assessment with transesophageal echocardiogram (tee) and color doppler showed trace central aortic insufficiency and no paravalvular leak (pvl). After the sheath was removed and the apical puncture was sewn the patient's pressure dropped and upon review of the tee from a different angle there was significant aortic insufficiency noted and the patient was immediately placed on bypass. The surgeon immediately performed a full sternotomy to repair/replace the sapien valve. The 26 mm sapien valve was observed to be fully expanded and in a good position with the leaflets having full coaptation. There was no annular rupture or effusion noted. The 26mm sapien valve was excised and replaced with a 23mm carpentier edwards perimount valve. The patient received nine (9) units of packed red blood cells (prbc) and two (2) units of fresh frozen plasma (ffp). During this case the image intensifier angle and the coaxial alignment were described as good. Ventilation was held during deployment and there was no loss of pacing capture. The annulus, native leaflets and the sinotubular junction were described as severely calcified. There was also a bulky posterior calcium deposit that extended into the left ventricular outflow tract (lvot). There was no mitral annular calcification or ventricular septal hypertrophy. Additional information received from the physician indicates the patient is doing well. There was circumferential paravalvular leak and was prominent on the non-coronary cusp. The hemodynamic instability was attributed to the paravalvular leak and no other complications occurred.

Manufacturer narrative:
Per the sapien valve instructions for use (IFU) and the thv training guide, paravalvular leak and hemodynamic instability are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it is possible that patient factors (severely calcified/bulky cardiac anatomy/structures) and procedural considerations likely caused or contributed to this event. Per report, the hemodynamic instability was a result of the aortic insufficiency post valve deployment. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.